Manufacturer narrative:
Analysis received the unit with unresponsive button response due to flattened dome switch. However, the unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. There were no unexpected no delivery alarms or motor error alarms noted. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 99 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.